Manufacturer narrative:
The company representative spoke to the facility and guided them through the reboot. The system was not tested at that time. The customer did not approve the examination of the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
An advisory was displayed on the system instructing the surgeon to remove the instrument from the eye, when doing so the system rebooted on its own.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a retinal detachment repair procedure, the eye was unexpectedly filled with fluid. The surgeon completed the retinal repair and was proceeding to place the oil when the system introduced fluid into the eye and he was unable to aspirate. Instructing the surgeon to remove the instrument from the eye, when doing so the system rebooted on its own. Once the system rebooted the surgeon was able to resume the procedure, it was noted the retina had re-detached. The surgeon attempted to re-attach the retina but was unable to do so as the retina had ¿folded¿ under. The patient was seen the next day at post-operative appointment where the surgeon confirmed that the retina was still detached. Additional information was requested but not received.